Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_silicone anchor, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: neu_silicone anchor, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the lead found that there was no anomaly. (B)(4).

Event description:
Additional information received reported that the patient was better since explant. The patient was still in a wheelchair. The patient's lower extremity strength was normal with slight weakness in quadriceps. The patient was referred to physical therapy for pool therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reportedly had nausea and vomiting that began two weeks following implant. It was noted that this was never related to the device following gi workup. The patient had lower extremity weakness and had been worked up by the surgeon. There was no known reason for the weakness. It was also noted that there was overstimulation. It was noted that there was a lead/extension issue. This issue was described as the patient had swelling over the tunneling tract that he reported to the surgeon. It was noted that upon removal there seemed to be some granular tissue along the tract. It was noted that the patient was extremely thin. The impedances were within a normal range. There were no tender areas upon palpation except the tract of the lead between anchor and generator. The physician had ordered and read a CT scan and stated it was all within normal limits. The patient had been seen through the life of the device by different team members for reprogramming. It was noted that each time the patient was seen he reported stimulation that was beneficial in the painful areas. Several days after reprogramming the patient reported that stimulation would become aggravating. The initial placement of the device was non-eventful and the patient was receiving pain relief. The patient determined he wanted the device removed even though he had pain relieving stimulation in the areas intended. The product status of the implantable neurostimulator (ins) and lead was listed as explanted-complete. Symptoms or complications associated with the event included pain, swelling, and weakness in the location described as the left side implant. It was also described as along the lead tract to the generator. It was noted that lower extremity weakness was present with no loss of reflexes. The event occurred during normal use. Diagnostics or troubleshooting included impedance testing, x-rays, and reprogramming. At the time of this report, the patient status was not able to be obtained. It was further reported that there were three groups. Adaptive stimulation was active on active group. The observations on the summary reported included: stimulation off, charger sooner, recharge sooner, orientation incomplete, and position trend suspect. The notes included ¿mid t8.¿ the ins status was okay. The impedances ranged between 551 and 729 ohms. It was further reported that cycling was off. It was later reported that the device was not replaced. It was not normal battery depletion. The device was used with a patient. The intended use of the device was treatment. There was no patient death. Two anchors were also returned. The patient status after device was removed was recovered without sequela.